Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio determined that other unrelated repairs were needed; however, the customer declined the repair quote that was provided by physio. Per the customer's request, their device was returned to them without being repaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not delivering defibrillation shocks during testing. There was no patient use associated with the reported event.